Event description:
The customer reported recurring aspiration c errors on the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results, or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) confirmed the issue was due to the blood sampling valve (bsv) not functioning properly. The fse replaced the bsv resolving the issue. (B)(4).